Event description:
Clinical engineering was called for an equipment error code. Discovered the endoscope processor had 2 tickets with the same cycle count. First ticket warned of a process failure (e code) but did not explain the error. The second ticket had the same cycle count with a successfully completed cycle with different scope ID numbers. This would imply the 1st scope was not processed causing potential infection concerns. Operator had ticket with error and the processor history that was printed did not show the error code. This causes concern for improper scope processing with no record.no operating parameters were indicated on either ticket although default values were.======================manufacturer response for endoscope processor, oer pro scope washer (per site reporter).======================called within 48 hours but offered solution.